Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the insertion of impella 5.5 device to a patient with cardiomyopathy was unsuccessful. The device was unable to pass through vessel due to calcium, and the case was aborted. There was no report of adverse effects to the patient.

Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. Based on the clinical details, the root cause of delivery issue is determined to be patient condition because the 5.5 was unable tot be delivered due to calcification in the vessel. D6a and d6b were inadvertently omitted on the initial manufacturer device report number 1220648-2025-26899.